Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the right coronary artery. The 3.0x23mm rx xience xpedition stent delivery system (sds) was advanced however became stuck in the calcium and could not cross the lesion. During removal of the sds resistance was met. Outside the anatomy it was noted the distal end of the stent was flared. A non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified and mildly tortuous anatomy resulting in the reported failure to advance and the reported difficult to remove. Interaction and/or manipulation of the device resulted in the reported material deformation/noted bent struts. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. C8 - #1 - correction: event abated after use stopped? Updated d1 correction: updated device brand name to align with the information in the corresponding fields in gudid d2 correction: updated common device name to align with the information in the corresponding fields in gudid d3 correction: updated address to align with the information in the corresponding fields in gudid d4 correction: model number entered h2: updated the device identification fields to align with the information in the corresponding fields in gudid.